Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
As reported: "the 22mm inner head had disassociated from the polyethylene insert. There is no further information available." Left hip. Patient was revised from an mdm x3 insert and lfit v40 head to trident constrained insert and new lfit v40 head. Rep confirmed that no further information will be released by the hospital or surgeon.